Event description:
The customer requested an evaluation of the bronchovideoscope and later reported three suspected patient infections associated with it. However, no clinical details of the affected patients were provided. The bronchovideoscope was cultured; however, no results were provided. The device was quarantined. Follow-up with the customer has yielded no response at this time. This report is related to the following linked patient identifiers: (B)(6).